Event description:
It was reported that during a low sigmoid anastomosis procedure, the device misfired. Some of the staples did not fire, and it required additional suturing to close the leaks, which added an hour to the procedure time. There was no pt consequence.